Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "nurse educator requesting any educational materials for the powerpicc device. States they received an in person training on the bd PICC lines from another company but the nurses and home healthcare nurses are still having difficulty using the device. Also, has questions on how to flush the powerpicc device."